Event description:
It was reported that for a week the patient's sound had been intermittent. Patient was activated on (B)(6) 2013. No trauma has been reported. A revision surgery is being considered but has not yet been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.